Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. She was hospitalized on (B)(6) 2015 due to low blood glucose, leading to coma; the customer's heart had stopped. The paramedics were called and were able to restart the customer's heart. The caller stated that the cause of death was heart stopping. The caller stated that the customer was battling brockton and had heart disease. The customer's blood glucose at the time of death was 15 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor at the time of death. The caller stated that all of the customer's devices, including the insulin pump, and supplies were given to one of their church members. The caller stated that before the insulin pump the customer was on shots and if it wasn't for the insulin pump she would have passed a lot sooner. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.